Event description:
During t2 scn surgery, the surgeon the drilled the screw hole of the nail. However, the drill bit broke. The surgeon removed the tip of broken drill from the patient's bone.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: the returned device matched the report and the reported event (¿drill bit was broken¿) was confirmed. Inspection records revealed no discrepancies. Relevant diameters of the drill are within specified parameters. Mechanical properties of the material of the device are within specified tolerances. Thus, we exclude material faults. The drill returned was documented as faultless prior to distribution and as it had been in use for a longer time (approx. 6 years), we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Appearance of the breakage surface, the course of the breakage line and the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, utmost likely by bending stresses. Moreover, it has to be ascertained that the remaining cutting edges of the drill returned are significantly worn and covered with dents; the drill is not sharp anymore. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 scn surgery, the surgeon the drilled the screw hole of the nail. However the drill bit broke. The surgeon removed the tip of broken drill from the patients' bone.